Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that the cause of the error e103 and the examination lamp failure were the deterioration of the ignition-related device and the diaphragm-related device due to long-term use. But the exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in unspecified timing the subject device gave an indication to be lit up the lamp, and the emergency lamp lit up. Sorc checked the device and found that the ignitor had failure, the lamp error e103 was displayed and the emergency lamp lit up. There was no report of patient injury associated with this event.